Event description:
It was reported via repair work order that the jack could not pump up due to broken tube weldment and link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.